Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir lip ring was broke. The customer blood glucose level was unknown. Advised customer to discontinue used of insulin pump even if reservoir stays in when clicked into place. The device will not be return for analysis.